Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was blank after the battery had been changed that day. The reporter denied impact to the pump or pump exposure to moisture. The reporter verified that the pump had operational auditory tone and vibratory function. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed multiple call service alarms recorded that were not preceded by power on reset events. On investigation, the display screen was fully illuminated and legible after the pump powered on. The reported issue could not be reproduced.